Event description:
A dreamstation auto CPAP was returned to a third party service center for evaluation. There was no harm or injury reported. During evaluation, foam particles were found in the device blower kit. Tobacco contamination was found in the device. Error code 53 (indicating an issue with the pca) was found in the device log history. The device was scrapped.